Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tech service, the provider turned off the unit, and the chair will drive while in drive lockout. Per tech service, bad lockout switch.